Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating, "during pre-procedure setup, foreign material exited what appeared to be the air/water channel and came out into the cup. It appeared to be a fiber of some sort but was not available for inspection. No patient contact with scope prior to discovery of debris, scope immediately removed from service." The video gastroscope involved in the event was returned to pentax for evaluation. The pentax medical service inspection findings included the following: primary operation channel crimped at biopsy inlet t-piece. Passed dry/wet leak test. Control body root brace loose. Repairs were performed on the device which included replacement of the following: o-rings and seals. Distal end assy with tubes. Adjusting collar. Bending rubber. Distal attaching plate. Segment assy attaching screw. Segment attaching screw. Angle wire. Rl and ud pulley assy. Bending rubber. The device was returned to the customer on (B)(6) 2016. The prior in-service performed by a pentax regional service manager in 2015 indicated the facility was using third party brushes for manual cleaning of the device. Additional information received by a pentax regional service manager stated the facility switched to a third party repair center in (B)(6) 2016. Additional information regarding the event, received by the pentax territory manager, stated the facility was using friable 4x4 gauze pads during manual cleaning which could have led to a threadlike material becoming lodged in the water channel. According to the pentax territory manager, the facility no longer uses friable 4x4 and has moved to a non-friable gauze pad. No further incidents have been reported.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
According to the instructions for use for this model endoscope, "to reprocess a pentax video gastroscope, from the items required list, lint-free gauze is required for all phases of manual cleaning of the scope." A device history review was performed on 13/sep/2017 confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation and considers this medwatch report closed.